Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for call was caller reported patient has been having groin pain, electrical shocks, and cramps going down the right leg that is where the stimulator is in the back for about a couple weeks. Caller stated they have not been able to figure out what is going on. Caller reported patient is in terrible pain and can't even get up off the couch because when patient moves that leg and tries to stand they get terrible pains in the groin area and upper thigh and it goes like an electrical shock. Caller mentioned patient has parkinson's and they are doing some weird things. Caller stated they took patient to the dr and they were thinking maybe it was a lactic acid thing because patient's pain seems to be worse at night, but reported today patient can't stand up and they may have to call an ambulance to get patient to the hospital because patient cannot stand. Caller stated patient always rated their pain as a 2 or 3 and reported yesterday it was a 7. Caller provided event date as this started about a couple weeks ago. Caller reported they were reading today that it could be the stimulation, and inquired if it could be the bladder stimulator causing this and if maybe the wires have moved or something has happened and it's causing that. Reviewed role of patient services, therapy overview, and redirected caller to patient's healthcare provider to further address the issue. Agent reviewed to try to decrease stimulation/turn off therapy but caller reported patient lost the communicator. Agent reviewed process for doctor to request rep. Request sent to repair for replacement communicator. Agent had a difficult time following caller throughout call and made best attempt to document all relevant event information.